Manufacturer narrative:
Livanova (B)(4) manufactures the s5 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the unit for about 45 minutes and was unable to reproduce the reported issue. The bubble sensor and bubble sensor module were replaced and a subsequent 45 minute test did not identify any errors. The unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the s5 bubble detector alarmed 2 hours into a procedure. The icon on the display changed from "1/2in/3/8in" to "1/4in." Visual inspection of the circuit confirmed no air was present. There was no report of patient surgery.

Manufacturer narrative:
The bubble sensor and the bubble module were replaced and returned to livanova (B)(4) for further investigation. During the investigation the reported issue could be confirm. Further testing identified that the bubble sensor was found to be out of calibration. The cause for the sensor being out of calibration could not be determined.

Manufacturer narrative:
In the initial report, submitted march 24, 2017, it was stated "there is no report of patient surgery." This statement is incorrect, and should have been written "there is no report of patient injury."